Event description:
Complainant alleged that while treating a pt (age & gender unknown) the device successfully discharged once to the pt on the second attempt to discharge energy, the device displayed a "pacer fault 117" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.